Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, the universal surgical manipulator (usm 3) tornado buttons were not working. The usm was replaced. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was stated that usm 3 tornado button issue. Also, usm 3 was drifting intermittently. The site changed the patient side cart (psc) and continued with procedure. The field service could not replicate drifting issue but usm3 was replaced due to tornado buttons not working.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 25745 was found indicating an unstable button on patient side cart (psc), confirming the fault occurred in the field. Upon visual inspection, liquid intrusion was found that would be related to the reported event. The unit was installed onto a golden system where the tornado down button did not work indicating a fault on the tornado witch assembly. The unit was then installed onto a patient side cart fixture test platform (pftp) where insertion button test was found to be failing on the tornado switch down. Once testing was completed, the tornado switch assembly was tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to a defective tornado switch assembly resulted from fluid intrusion into the usm.